Event description:
Physician was performing a mastoidectomy procedure on patient and noticed that the stryker s2 drill was getting hot and the burr was not spinning well. About 10 minutes into the procedure the drill suddenly broke and oily particulate matter was splashed on the sterile field. Stryker rep was present during procedure and a loaner was used to finish the intended surgical case. Cochlear implant had not been inserted yet and surgical area cleaned with copious amounts of sterile saline. Stryker rep has possession of the broken drill. Md stated that this broken drill was sent out for repairs in earlier this year.